Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) that was exhibiting post-paced t-wave oversensing (pptwos). No changes or interventions were reported. The patient was in stable condition.